Manufacturer narrative:
Conclusion code no longer applies to the catheter. Conclusion code applies to the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n142623003, implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml, 600 mcg/hr, lot # unknown). The patient¿s history could not be obtained, but the patient¿s indication for pump use was cerebral palsy and intractable spasticity. Normal battery depletion of the pump occurred and during the pump replacement that occurred on (B)(6) 2015, leaking at the pump connection was discovered. After the catheter was aspirated, the leaking was noted when the catheter was flushed. As a result, a new sutureless pump connector was added. The issue had been resolved as of (B)(6) 2015 and the patient was alive without injury. During the pump replacement, the pump site appeared slightly puffy. After an incision was made, clear fluid was noticed in the pump pocket; only a minimal amount of fluid was observed. The cap (catheter access port) of the old pump was accessed and aspirated with positive csf (cerebral spinal fluid). The catheter was cleared and pfns (preservative free normal saline) was pushed through the cap. It was at this point that the leaking was noted around the connection site of the sutureless pump connector and pump. Both items were being returned to the manufacturer, and the new sutureless pump connector was implanted. There was no patient injury, and the patient recovered without sequelae. The catheter removal was due to a break/tear/hole, and the pump was removed due to battery depletion. There was no rotor or dye study performed. Any additional information will be provided in the form of a supplemental report.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. Analysis of the catheter (lot: n142623003) found suture-less connector had coring, tears and cuts in seal. Met the leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.